Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to procedural circumstances. The cause of the reported difficult imaging appears to be due to patient anatomy. The reported unchanged mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the miraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), flail, thick and ruptured chord for a mitraclip procedure. During the procedure, first mitraclip was implanted and it was determined that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the anterior leaflet. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.